Manufacturer narrative:
Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir was not staying in place. Customer's blood glucose was 140 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.